Manufacturer narrative:
Cylinder had or damage. Cylinder had a wear leak.

Event description:
Information received on 12/10/96 indicates the patient alleges malfunction of his penile prosthesis. Add'l info received on 5/6/97 indicates the hydrolex device was removed from the pt and an ambicor device implanted on 4/25/97 due to fluid loss - left cylinder.